Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for routine generator change with the right atrial lead exhibiting a history of noise, resulting in multiple episodes of inappropriate automatic mode switch. Noise was attributed to electromagnetic interference. No interventions were made, as the physician elected to continue to monitor. The patient was in stable condition.

Event description:
New information states no intervention was performed. The patient was stable.